Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy procedure, at the second firing, after firing the cartridge which was loaded in power handle, the cartridge was exchanged with the reported cartridge, the nurse started operating the device attempting to check the jaw's opening and closing, after the jaws closed, the jaws were unable to open. Because the device was unable to be operated, the nurse started the operation of removing the cartridge, the cartridge came off normally. When a new cartridge was loaded, the opening and closing check were performed normally, and it was able to fire. The event occurred during the procedure but the product was not used for patient. There was no patient injury.